Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain on (B)(6) 2021. The reason for call was pt reported that about 6 months to a year after being implanted, they had hard times getting connected to their implant for charging. Pt said that they would get good connection but lose the good connection and they were never able to get 8 couplings. Pt aid that they would get good connection and lose 6 couplings right away and they couldn't move. Pt said that they need assistance with charging their implant. Pt said that they spoke to a medtronic rep, name asked/unknown, about the issue about six months to a year ago. Pt said they asked them about getting an implant replacement for a newer style at the time and the medtronic rep said that they couldn't have a replacement because their implant battery still had battery life. Pt said that when they sit to charge their implant it can take 10-15 mins, if not 45 mins, to keep connection and hopefully get 6 couplings. Pt said they were told to always wait and that they eventually would find the sweet spot. Pt said the problem is that they had a shoulder replacement on their right side and the implant is on their left side (lower back) and it is hard for them to reach back there. Pt mentioned it being painful trying to get connected to charge and having to swing their body like a "hula-hoop". The patient was redirected to their healthcare provider to further address the issue. Additional information was received from the patient on (B)(6) 2022. Pt said they were getting the ins replaced to the new ins battery next week. Pt repeated the difficulty charging and using the belt to get a connection with current ins.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient (pt) on 2023-04-06. The patient mentioned that they're going to have their battery replaced because they've had two strikes and have a really hard time charging their implant. It was understood that by two strikes patient was referencing two instances of overdischarge. Patient repeated that it's very hard to charge the implant by themselves and takes forever to charge. Patient noted that they rarely can get all 8 coupling boxes filled and if they moved at all, they will lose the connection. Patient said it made them very irritated and it was very hard to keep all coupling boxes which is why they were looking into a replacement.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient. It was reported pt said they were having recharging issue and really bad recharging issues. Pt said they have not had it replaced yet because insurance will not cover it. Every time they charge takes over 6-8 hours.